Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 12 atms. The lesion being treated was a very calicifed, 99% stenotic lesion in a somewhat tortuous distal right coronary artery (rca). The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.